Event description:
Litigation alleges that the patient suffered from constant hip pain which was growing steadily worse for several months prior to his revision surgery. He also suffered from thigh pain going down almost to his knee, difficulty walking, weakness and fatigue. Following his explant surgery, an infection was discovered in his hip and he has lost vision in his right eye and he and his doctors are still unsure of the etiology. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient suffered from constant hip pain which wasgrowing steadily worse for several months prior to his revision surgery. He also suffered from thigh pain going down almost to his knee, difficulty walking, weakness and fatigue. Following his explant surgery, an infection was discovered in his hip and he has lost vision in his right eye and he and his doctors are still unsure of the etiology.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.